Event description:
The staff was trying to pass a drill down the navio's final attachment before the case started. He could not get the drill to pass. Looking inside the part, it looks like a metal ring came loose.